Event description:
It was reported a diamondback 360 peripheral exchangeable orbital atherectomy device (oad) was being used to treat a heavily calcified, 95% stenosed anterior tibial artery (at). At the second plaque location in the vessel, the oad got stuck due to a vessel spasm. Nitroglycerin was administered and an unspecified guide wire was advanced to the first lesion, and expanded, which gave room for the oad to be released from the vessel. Lithotripsy was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.